Event description:
It was reported that during a transcatheter heart valve procedure involving the implant of a vlv evproplus-23 in a patient without calcified anatomy, the valve dislodged following deployment. This dislodge occurred despite the implanting physician "performing the correct maneuvers". The physician decided against implanting a second valve, opting instead to evaluate the patient for future therapy.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012395505); product type: 0195-heart valves; product ID d-evprop23-29 (lot: 0012340974); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the implant of a vlv evproplus-23 in a patient without calcified anatomy, the valve dislodged following deployment. This dislodge occurred despite the implanting physician "performing the correct maneuvers". The physician decided against implanting a second valve, opting instead to evaluate the patient for future therapy. Additional information was received to report a pre-implant dilation was performed using a 18x40 balloon. Following withdrawal of the delivery catheter system nosecone through the implanted valve, the valve dislodged; therefore, a post-implant balloon dilation was not performed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.